Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer did not open during medication issue. A field service engineer (fse) replaced the defective interface board and drawer controller board on matrix drawer 10, after the drawer was not detected and could not be recovered. The station was rebooted, configuration was completed with medbank support, and functionality was verified with the customer. Additionally, fse replaced the smart remote manager temperature probe due to an out-of-range reading (99°f) and confirmed normal operation with the customer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, user unable to open the drawer when tried to issue medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.